Event description:
The procedure was for a pt presented with a wide neck basilar tip aneurysm coiled with two neuroform2 microdelivery stent systems from the right posterior cerebral artery and left posterior cerebral artery to the basilar artery. During coiling, the subject device was not getting detached and as it was being re-sheathed outside the pt, broke at the detachment gap. The pt was reported in good condition.